Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of four reports (3007042319-2015-02643, 02644, 02645, and 02646) submitted for devices related to the same event.

Event description:
It was reported by the patient that she continued to have power switching with four batteries. The patient also received a critical battery alarm despite the batteries being fully charged. Log files attempted; however, due to incomplete data the site was unable to upload and send for review. The batteries were exchanged and there was no reported effect on the patient.